Manufacturer narrative:
H.6. Investigation: the actual product nor photo representation was provided. A review of the device history record (DHR) for the reported lot was performed and there were no issues found for missing lids during the manufacturing process of the reported lot. A review of non-conforming material report (ncmr) was performed for the last twelve months and did not identify any nonconformance. The root cause is unknown. The issue most likely occurred during fulfillment when repackaged for distribution. This complaint may have occurred from partial sales sold by a distributor. H3 other text : see h.10

Event description:
It was reported that 8 bd¿ nestable sharps collectors were missing their lids. The following information was provided by the initial reporter: "issue with lid ¿ (example: missing lid, cracked, broken): missing lids"

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is flextronics. This site is an OEM manufacturing site. (B)(4). Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 8 bd¿ nestable sharps collectors were missing their lids. The following information was provided by the initial reporter: "issue with lid ¿ (example: missing lid, cracked, broken): missing lids".